Event description:
Dealer stated that the left front caster wheel on a 6895 shower commode chair fell off causing the user to fall out of the chair. End user had to call 911 to help him up, he sustained a cut on his arm. Dealer stated that the footrest is cracked and an issue with the padded seat cushion.